Event description:
A literature article described a retrospective analysis of a total of 282 patients that underwent laparoscopic (ls) and robot-assisted (ra) surgery in nongynaecological procedures from february 2020 to september 2022. The study was conducted to compare the outcomes of laparoscopic (ls) and robotic-assisted (ra) surgery. A total of 74 patients underwent robotic-assisted surgeries, and 208 patients underwent laparoscopic surgeries. Among the 54 patients who underwent robotic-assisted hysterectomies, one patient experienced pulmonary embolism after the operation. The designated author was contacted and responded that they have not found a link between the death of a patient from thromboembolism and the use of the da vinci technique. The patient died 4 hours after the operation despite the prevention of thromboembolic complications in the form of low molecular weight heparin 12 hours before the operation.

Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. There is no indication that any da vinci products contributed to the reported complication. A review of the event performed by an intuitive surgical medical safety officer concluded that based on the information in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event. A patient in this article died from a pulmonary embolism. No other intraoperative or post operative details are provided. Citation: alimov v.a., grekov d.n., novikova e.g., et al. Comparative analysis of robot-assisted and laparoscopic operations in gynecologic oncology. Tumors of the female reproductive system 2024; 20(1):104¿13. Doi: https://doi.org/10.17650/1994-4098-2024-20-1-104-113. Section a: patient information - no specific patient demographics were provided for this patient. The median age of the patients that underwent hysterectomies was 57 years. Field b3: due to the lack of specific information regarding the event date associated with the adverse event, an alternate date, published date has been used. Section d - suspect medical device: due to the lack of specific information regarding the da vinci system associated with the adverse event, a generic system material number was used. .